Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage and a vessel spasm occurred. The 3.0mm in diameter and 24mm in length, eccentric lesion being treated was located in the mid right coronary artery (rca). The lesion was predilated with a 2.5x15mm semi compliant balloon (manufacturer unknown). The physician implanted an unknown size promus element stent. Stent deployment looked fine under initial fluoroscopy and the stent delivery system (sds) balloon was removed successfully. When the physician attempted to remove the non-bsc guide wire, strong resistance was felt and severe artery spasm was observed. The physician attempted to pull on the guide wire, but wire would not move. A ¿peculiar stent appearance¿ with narrowing in mid-stent was observed. The physician succeeded in removing wire by pulled forcefully. Attempt to re-cross the stent was unsuccessful. The procedure was ended. No further patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device

Event description:
It was reported that during a stenting treatment procedure, stent damage and a vessel spasm occurred. The 3.0mm in diameter and 24mm in length, eccentric lesion being treated was located in the mid right coronary artery (rca). The lesion was predilated with a 2.5x15mm semi compliant balloon (manufacturer unknown). The physician implanted an unknown size promus element stent. Stent deployment looked fine under initial fluoroscopy and the stent delivery system (sds) balloon was removed successfully. When the physician attempted to remove the non-bsc guide wire, strong resistance was felt and severe artery spasm was observed. The physician attempted to pull on the guide wire, but wire would not move. A ¿peculiar stent appearance¿ with narrowing in mid-stent was observed. The physician succeeded in removing wire by pulled forcefully. Attempt to re-cross the stent was unsuccessful. The procedure was ended. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
(B)(4).